Manufacturer narrative:
Facility name: (B)(6) hospital. Health effect - impact code: (B)(4). The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, liquid-serous effusion, diagnosed with breast implant-associated anaplastic large cell lymphoma article citation: l.s. Alder, a. Agrawal. (2023). Breast implant-associated anaplastic large cell lymphoma. British journal of surgery, znac447, https://doi.org/10.1093/bjs/znac447

Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma," healthcare professional reported left side "sudden left breast swelling," "liquid-serous effusion with hypointense floating filaments," and "diagnosed with breast implant-associated anaplastic large cell lymphoma." Pathological markers, cd30 positive and alk negative, have been reported and confirmed. Device status is unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Upon follow up, it was reported that the affected device is non-allergan.

Event description:
Previous medwatch submission noted lymphoma-alcl. Upon follow up, it was reported that the affected device is non-allergan.